Event description:
A malfunction alarm labeled as malf 24 was reported, and a specific fault ID was available. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy, and technical support arranged to send a replacement pump with updated software. Instructions were provided for putting the malfunctioning pump into storage mode and returning it using a pre-paid label. The customer understood all instructions and agreed to the proposed actions and steps.